Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced a high blood glucose, the insulin pump alarmed motor error, and also had reservoir leak, which expose the insulin pump to moisture. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 400 mg/dl to 550 mg/dl at the time of the incident. The customer stated they planned on treating with an injection. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the reservoir leak and high blood glucose were declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.